Event description:
The balloon got stuck on the guide wire. The balloon and the guide wire were removed as a unit. Cath lab log/report received on (B)(4) 2013: per the cath lab report, a cardiac sheath was inserted into the right femoral artery. An abbott balance guide wire was advanced to the right posterolateral branch/artery (rpla). The angiosculpt device was advanced over the guide wire. The angiosculpt device was removed intact to the guide wire, undeployed, and failed to cross the lesion. The physician rewired the rpla to complete the procedure.

Manufacturer narrative:
The angiosculpt device got stuck on the abbott balance guide wire. The device and the guide wire were removed as a unit. The physician rewired the lesion to complete the procedure. This resulted in prolongation of the case. No clinical injury was reported. The cath lab report and log were received for eval. The log stated that the angiosculpt device was not deployed and failed to cross the lesion, which differs form the complaint reported. Despite the differences from the complaint to the cath lab report, no new information related to the complaint was noted in the report. The angiosculpt device was returned with the guide wire intact. Evidence of lifting at the ex port suggest a guide wire prolapse occurred. The returned guide wire was able to be removed from the angiosculpt device with slight resistance. Guide wire prolapse is listed as a possible occurrence during the procedure of the angiosculpt ptca scoring balloon catheter instructions for use (IFU).